Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
The health care provider (hcp) reported that he had read literature about "current traveling up the lead and causing brain trauma". The hcp did not know exactly where he got the information. He had been doing an internet search and happened upon a case report from another country. He was sure that he could not find it again. The hcp did not report a specific event therefore no additional information was provided. The indications for use (IFU's) were unknown.